Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and were treated with manual and bolus from the insulin pump. The customer mentioned that the connection between the meter and the insulin pump disconnected and they had tried to enter the meter into the insulin pump but it would not communicate. The customer stated that they did not wish for troubleshooting for high blood glucose. The insulin pump passed the self-test. The insulin pump will not be returned for analysis.